Event description:
It was reported that a user experienced difficulty accessing the pump¿s rewind function during a full cartridge and tubing change when the device advanced to the ¿do you see drops?¿ screen and appeared to skip the rewind step. There were no reported adverse clinical effects. Outcomes included no alarms and successful completion of the supply change after guided troubleshooting. Investigation included remote troubleshooting and user education on correct cartridge and tubing change workflow. Investigation of this case revealed that the device was functioning and that user workflow error led to the perceived inability to initiate rewind; once the user re-entered the change menu and followed prompts, the rewind function initiated and the process completed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to supply change steps.